Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling correctly due to fluid leakage. A surgical procedure was performed during which the ipp was explanted and replaced with a tactra device. There were no patient complications reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak and mechanical issue are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.